Event description:
It was reported that, "the patient underwent a right hip replacement surgery on (B) (6) 2007. It was further reported that, the patient has had persistent pain in her right hip. Patient underwent a revision surgery on (B) (6) 2010."

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. The devices are not available due to the ongoing litigation.